Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, sometime post the procedure, the catheter on middle of the main body of the port catheter was broken and the tip of the retrieved catheter. The break was confirmed by a torn off shape. Leaking was confirmed in the anterior chest. Subcutaneous swelling was allegedly noted. The current status of patient is unknown.

Event description:
A patient underwent a port placement procedure using MRI p port isp: groshong. On (B)(6) 2025, sometime post the procedure, the catheter on middle of the main body of the port catheter was broken and the tip of the retrieved catheter. The break was confirmed by a torn off shape. Leaking was confirmed in the anterior chest. Subcutaneous swelling was allegedly noted. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split and a partial circumferential break were observed to the attached catheter distal to the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Small splits were noted on the border of both regions. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Small splits were noted on the border of both regions. Upon infusion, leaks from both partial breaks on the attached catheter were observed. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified deformation and naturally worn issues. However, it is unconfirmed for the reported material separation issues as more specific damages fracture, deformation and naturally worn issues were identified during investigation and no complete break was noted. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.